Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had 2 bent cannulas and had a blood glucose value of 427 mg/dl at the time of the incident. Troubleshooting did not occur for the high blood glucose. It is unknown if the auto mode feature was active during the incident. The insulin pump was not returned for analysis.